Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience asystole and arrhythmia. The right ventricular (rv) lead exhibited increase of threshold, high threshold and intermittent loss of capture. The rv was capped and replaced. No further patient complications have been reported as a result of this event.